Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). A double stop was performed but the balloon did not deflate immediately. The case was completed with cryo. No further patient complications have been reported as a result of this event. Incoming information indicates the pnp recovered but the patient was not asymptomatic.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 15 applications were performed with balloon catheter 2af284 with lot number 25570, without any issue on the date of the event. In conclusion, a clinical issue was encountered during the case. The reported adverse event is not related to the performance of the cryo device. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the console's double stop was tested and worked as expected.